Event description:
Complaint received via receipt of (B)(4) reporting a (B)(6) 2010 chemo leakage incident with one (1) ch2000 spiros and one (1) ch2000s spinning spiros connectors. The report states "IV tubing containing ifosfamide with mesna found to be leaking at the spiros connection. Immediately stopped infusion. Replaced existing spiros (did not spin) with a new spiros spinner noted to be functional. Resumed infusion, IV tubing still leaking. Removed IV tubing. Cleaned up area using chemo spill kit. Patient noted to have a few drops of IV fluid on his hands, pajamas and bedding. Patient had a shower to cleanse skin. Discarded linens and clothing in chemo spill kit bag. Patient stable, no effect on patient. Approximately 27 mls of IV fluid leaked (20 mls ns prime vol +7 mls ifosfamide with mesna). Physician and pharmacist notified. New infusions hung." Manufacturer's investigation: lot record analysis: a review of the mfg lot database for lot# 1717298 (mfg date 08/2009) shows (B)(4). Although the exact cause of the reported event is unk, additional engineering investigations were conducted. The engineering tests recorded mixed results however, the problem was replicated in statistically small quantities of in-house test samples where component damages occurred when overtightened. A corrective and preventative action (CAPA) was initiated to further investigate leakage/performance issues. Several processing/equipment improvements have been identified, evaluated and are in various stages of qualification and implementation, including: (B)(4). Spiros performance specifications have been modified to include heightened and expanded component leak testing.

Manufacturer narrative:
ICU medical is continuing to investigate and monitor device performance to ensure corrective actions address the problem that was reported. Our continuous improvement initiatives provide additional resources to capture clinical and marketing preferences for device enhancements and performance parameters.